Event description:
It was reported that during a prolapsed hemorrhoid procedure, no staples released when the device cut the hemorrhoid. It was not noted how the case was completed. There was no reported patient consequence.